Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the air/water nozzle was clogged with foreign material, however, the specific material could not be identified and the cause for the clog could not be specified. There was no damage where the foreign material was detected and there were no reported deviations from the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. The device was previously repaired in may 2022 for a leak in the biopsy channel. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. Upon evaluation, it was observed that foreign debris was found protruding from the air/water nozzle. The foreign debris, appearing to be a white fibrous material, was blocking the nozzle. The foreign material did not originate from the device. Due to the presence of the blockage, the water flow and removal was out of specification. Other observations for the device: light cover glasses adhesive is worn; optical cover glass adhesive is worn; distal end glue is worn; switch (sw) sw1 condition is damaged; insertion tube orientation is out of alignment; and angulation is out of specification. A comprehensive leakage check was completed, the device was not leaking. A minor repair is required to return the instrument to the OEM specification. The user¿s complaint was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned the device for evaluation and repair of an air/water channel blocked as found during reprocessing. There is no patient involvement. Upon evaluation of the returned device, it was observed that foreign debris was found protruding from the air/water nozzle. The foreign debris, appearing to be a white fibrous material, was blocking the nozzle. The foreign material did not originate from the device. Due to the presence of the blockage, the water flow and removal was out of specification. This medwatch is being submitted for the reportable issue of the presence of foreign material in the nozzle as observed during device evaluation.